Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized 2 months ago on (B)(6) 2015 for diabetic acidosis. Customer's blood glucose was 1164 mg/dl at the time of the incident. Customer stated that the paramedics came to her house. Customer's current blood glucose was 169 mg/dl. Customer was vomiting for 2 days because of a stomach virus and she took the pump off. Customer did not treat and was taken to the hospital the next day. Customer took the pump off and did not have a back-up plan. Customer stated that she was given multiple medications and was not wearing the pump at the time of the hospitalization. Customer took the pump off before she went to the hospital but she was not sure on which day. Customer stated that she is now running low at different times but her doctor is working on those settings. Customer understands the recall notice and does not need to replace the pump.